Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that foley catheter inserted during theatre procedure with 10 ml saline used to inflate balloon. Following day removal of catheter attempted, however, unable to withdraw saline from balloon using syringe. End of catheter cut of so that fluid could drain under gravity. Consultant surgeon then able to remove catheter.